Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent thrombosis occurred. The 75-90% stenosed lesion being treated was located in the non-calcified, non-tortuous proximal right coronary artery (rca). Ivus was performed. An unk size non-bsc stent was deployed in the left circumflex (lcx) and an unk size non-bsc stent was deployed in distal side of proximal rca. The lesion was not predilated. A 3.00x24mm taxus express2 drug eluting stent was deployed, overlapping, on the proximal side of the non-bsc stent. Coronary angiography (cag) was performed. The physician confirmed the stents were well apposed. An electrocardiogram (ECG) detected a wave change in the lcx, caused by an obstruction. Cag was performed in the lcx and in-stent thrombosis was confirmed. The physician thought there was a possibility of heparin-induced thrombocytopenia (hit). Heparin was discontinued and changed to argatroban. The thrombosis disappeared temporarily. The reoccurring thrombus was aspirated and thrombolytic therapy was performed. The lcx was dilated with unk MFR's balloon and thrombus disappeared temporarily. Cag confirmed thrombus inside of the taxus stent in the rca. Thrombus was again confirmed in the lcx. The thrombus was aspirated and thrombolytic therapy was performed. The rca and lcx were dilated with unk MFR's balloon and the thrombus disappeared. Blood flow in the rca and lcx improved to timi grade 3. The procedure was completed and the pt was transferred to 'ccu' ward. Medications: heparin, aspirin, clopidogrel, argatroban. No pt complications were reported. Pt status reported as "stable".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.